Manufacturer narrative:
Correction to h6: c48660 for dislodged removed from device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correctoion h6: fdd code a051201 removed as does not apply to event. Film evaluation summary: the reported infolding and subsequent proximal endoleak was confirmed on the films received. It appears likely that oversizing of the bifurcate device within the thrombus-filled neck may have contributed to the radial infolding and proximal endoleak. Instructions for use for the endurant iis stent grafts advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It is possible that implantation of a 32mm diameter bifurcate into a proximal neck flow lumen which had an irregular shaped profile from ~19mm in diameter, may have led to the infolding, which most likely initially occurred during implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51mm aaa. It was reported mean diameter of the infrarenal neck was ø 25-26 mm. It was decided to use a ø 32 mm main device . The evar procedure went without problems approx.. 1 month later it was reported the main body was infolded over the total length from the flow divider up to the edge of the fabric which has caused a type ia endoleak. A type ii was also observed per the physician, the cause of the event was due to oversizing no additional clinical sequelae were reported and the patient will be monitored.